Event description:
The customer reported that the ion selective electrode (ise) analytes of the unicel dxc 600 synchron system failed to calibrate. Upon further investigation, the customer discovered that approximately 1/2 cup of fluid had overflowed from the ise drain down to the ise module. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and goggles during the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse determined that valve j2 (ise cigar tube drain valve) was not functioning as intended. The fse replaced the ise waste valve to resolve the leak and repair was verified per established procedures. Failure mode of the leak is attributed to the ise j2 waste valve. Beckman coulter internal identifier for this report is (B)(4).